Event description:
Medtronic received information that five days post implant of this bioprosthetic valve, the patient presented with symptomatic bradycardia including fatigue, lightheadedness with minimal exertion, and heart rates in the 40 beats per second (bps) range. Medication was administered. Ten days post-implant, temporary pacing was unsuccessfully attempted. Twelve days post-implant, the patient's heart rate improved to 60 bps and the patient was exhibiting a junctional rhythm. Nineteen days post-implant, the patient was implanted with a permanent pacemaker without complication and the issue resolved. The electrocardiogram (ECG) confirmed atrial fibrillation (afib). No other adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. Based on the information received, the patient¿s pre-exisiting conditions may have contributed to the reported events.

Manufacturer narrative:
Correction to initial MDR report, heart rates were 40 beats per minute (bpm), not 40 beats per second (bps). Additional information: medtronic received additional information regarding the patient's relevant medical history. The patient had pre-implant cardiac arrhythmias and atrial fibrillation, and had the following concomitant procedures along with the implant of this annuloplasty ring: coronary artery bypass graft (CABG), atrial fibrillation ablation (af maze), mitral valve (mv) repair and aortic aneurysm (aa) ligation. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.